Event description:
It was reported that a pta balloon dilatation catheter was difficult to remove from the introducer sheath. After the device was used to successfully treat a stenosis in the superficial femoral artery, the balloon was completely deflated and negative pressure was applied prior to retraction. During device retraction, the catheter became caught within the introducer sheath at the level of the bifurcation. The physician applied force to the catheter, resulting in breakage/separation of the outer catheter shaft. The device remained intact and was successfully removed in its entirety. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has not been returned to the manufacturer to date.